Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced issue with the infusion set, the introducer needle is difficult to be removed from infusion site on (B)(6) 2025. The needle fractured at the time of insertion. The site of insertion was abdomen. The blood glucose level was high, 462 mg/dl. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.